Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy and bumpy skin irritation from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient removed the lifevest while in the hospital and was given a topical medication for the skin irritation. The patient confirmed the skin irritation improved.